Manufacturer narrative:
The customer¿s report of an of deferoxamine 240ml infusion completed sooner than expected could not be confirmed. The pcu s/n (B)(4) event log were provided by the customer. However, the dataset was not provided, drug ID and some program parameters could not be determined the review of the pcu event log identified an unknown secondary infusion that was programmed to infuse at 10ml/hr with a vtbi of 240ml on (B)(6) 2019 at 9:44 pm. The log recorded a guardrails warning, ¿concentration = 4.5833; minor max limit = 240; limit exceeded = under soft min¿. The user proceeded past the ¿soft min¿ warning and infusion was started, rate 10ml/hr vtbi 240ml. The user then cleared the ¿volume infused¿. On (B)(6) 2019 at 6:23 am, the device alarmed for ¿air in line¿. The infusion was restarted. The log recorded the infusion was paused, then channeled off. The total infusion time was approximately 8.5 hours with a total volume infused of 86.366ml. The log could not determine why the infusion was stopped early. Testing could not be performed; the customer did not return the suspect devices. The root cause of the over infusion could not be identified.

Event description:
It was reported that a 2nd bag of deferoxamine 240ml IV infusion was started at about 2130 on (B)(6) 2019. The bag was set to infuse at 10ml/hr to ran for 24 hours. Infusion completed at about 0630 on (B)(6) 2019. There were no report of any changes to the 10ml/hr rate. No reports of patient impact.

Manufacturer narrative:
Concomitant medical products: pri tubing;8110;td (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional information (including patient information) is available.

Event description:
It was reported that a 2nd bag of deferoxamine 240ml IV infusion was started at about 2130 on (B)(6) 2019. The bag was set to infuse at 10ml/hr to ran for 24 hours. Infusion completed at about 0630 on (B)(6) 2019. There were no report of any changes to the 10ml/hr rate. No reports of patient injury.